Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon alleged the navigation system was inaccurate. The surgeon stated the first two levels were accurate but the last two levels were inaccurate by approximately 4-6 millimeters to the right. No spine hardware needed to be re-positioned due to the alleged inaccuracy. The surgeon noticed the inaccuracy prior to placing hardware on the last two levels. The surgeon opted to taking an additional o-arm spin for those particular levels to regain the accuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative, following up with the site, reported that the site has had several cases since this issue and the behavior has not recurred. A medtronic representative tested the system and was unable to recreate the reported issue; the medtronic representative also performed a navigation system check-out, all areas passed.